Manufacturer narrative:
The returned device was evaluated and the investigation identified a kink on the exposed portion of the soft cannula. Insulin was still able to pass through the distal tip. Although damage was present, the timing and cause are unknown. An 0x1c alarm was found in the data download. An 0x1c alarm occurs at 80 hours of pump operation. This is a design parameter of the device that causes planned disruption of the pods ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod between 1 and 4 hours on the abdomen. Corrections were administered using the pod but the bg levels did not decrease. Hyperglycemia treated by activating a new pod and bolus which brought the levels down to 110 mg/dl.